Event description:
The pt is a 35-yr-old woman who is currently suffering from complications of bilateral breast implants. She had bilateral augmentation in 4/85 using co's implants under the muscle. She then developed breast discomfort with squeezing and burning pain occurs on a daily basis. She also developed a rash on the chest in the mornings. She has been diagnosed with sjogren's syndrome with fiberomyalgia and atypical neurological disease as well as irritable bladder syndrome. Xerromammogram and ultrasound were done which demonstrated definite right intracapsular rupture and a left extracapsular rupture. Because of definite ruptures, burning pain in the breasts, and systemic symptoms that may be related to her breast implants, it is medically necessary to remove both implants along with a total capsulectomy. The total capsulectomy is necessary because the capsule contained silicone which the pt may be reacting to.